Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of damaged component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the maxzero needleless connector experienced device damage while still considered operable. The mention of allergic reaction paired with hypoxia appears to imply that a systemic allergic reaction occurred. No additional information regarding the patient outcome currently available. The following information was provided by the initial reporter: hypersensitivity/allergic reaction, hypoxia pending assessment, crack.